Event description:
ICU team entered following event: pt arrived from the ed with the onestep CPR complete zoll pads on. In the area of the anterior pad the pt was found to have 3 burn marks l chest under breast. Dark brown discoloration was noted on the areas where the electrodes are located on the pads, pt had been receiving subcutaneous pacing. Pads were removed after the intensivist placed a cordis with external pacer. It is unclear when the actual burns occurred, the burns were found after removal of the pads. Suspected burns times three; below left breast/left upper abd. + eschar to all burns; 1 x w in cm = -1- 0.7 x 0.9 -2- 0.9 x 1.2 -3- 1.2 x 2.6. Biomed interrogated all ed and ICU "r" series monitors as unk monitor involved in event. Bio med did not identify abnormal outputs. Incident was reported to (B)(6) from zoll. Product to be returned to zoll for analysis. Currently unable to identify specifics for one step CPR complete as packaging was disposed of and several lot numbers are in house - 0112/4311/4511/4611/5111c. The medical record review: pt placed on transcutaneous pacer at 2130 hours on (B)(6) 2012; ma 100/rate 76/100% capture. Transcutaneous removed at 0340 hours on (B)(6) 2012 when internal pacer was placed; burns noted at that time.